Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on the fourth inflation at 14 atmospheres for 3 minutes, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.